Manufacturer narrative:
Results of investigation: the study of rainer t. Et. Al. [1] reports surgeries on 44 hips. An sl-plus mia stem, used in treatment, was implanted. It is reported, that in one case the patient suffered from a peri-prosthetic fracture. The part and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: reiner, t., sonntag, r., kretzer, j. P., clarius, m., jakubowitz, e., weiss, s., ewerbeck, v., merle, c., moradi, b., kinkel, s., gotterbarm, t., & hagmann, s. (2020). The migration pattern of a cementless hydroxyapatite-coated titanium stem under immediate full weight-bearing-a randomized controlled trial using model-based rsa. Journal of clinical medicine, 9(7), 2077. Https://doi.org/10.3390/jcm9072077.

Manufacturer narrative:
Corrected event description in b5.

Event description:
In the control group, a 57-year-old male patient was found to have a periprosthetic fracture of the trochanteric tip during the three-month follow-up, which did not require further surgery.

Event description:
It was reported that a periprosthetic fracture of the trochanteric tip was observed in the control group at a three-month follow-up in a (B)(6) male patient, which did not require further surgery.